Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an inappropriate shock that was seen in the electrogram of an implantable cardioverter defibrillator (ICD). The morphology indicated that it was ventricular tachycardia (vt) but the rhythm was actually a supraventricular tachycardia (svt). Programming changes were not made as the patient had not been seen yet.